Event description:
The trial system was explanted due to an infection at the lead site.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.